Event description:
It was reported that the user experienced hyperglycemia after a supply change for the ilet, later observing an insulin cartridge leak and completing a full supply replacement per troubleshooting and education. Symptoms included elevated blood glucose over 300 mg/dl for an estimated five hours without acute complications. Outcomes included no hospitalization, no professional medical intervention, no suspension of insulin delivery through the ilet, and no ketone testing or action plan use. Investigation included technical support review and user education on proper loading and infusion set steps. Investigation of this case revealed a leaking cartridge with uncertain connection status during loading, consistent with a device component leak affecting insulin delivery. It was concluded that the hyperglycemia was associated with a cartridge leak and was resolved after the complete supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.